Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed insulin flow blocked. No further details were provided. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarms were noted. The pump was received with minor scratches on the display window and case.